Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to confirm the compromised force sensor system alarm and unable to perform any tests due to motor error alarm. Pump received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The customer's blood glucose is normal, didn¿t require medical treatment. The insulin pump will be returned for analysis.